Event description:
It was reported that during an attempt to advance the stent into an existing dissection, the stent delviery system (sds) would not overlap a newly implanted stent. The sds with the undeployed stent was withdrawn through the guiding catheter, which is contrary to IFU. The stent separated in the left mammary artery and retrieval resulted in the removal of a previously implanted stent. Reportedly, no patient injury occurred.